Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was filed full error and the cath lab was down. The fse performed the system troubleshooting and identified that the system image disk was bad. The customer replaced the image disk with new one with the help of the fse. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the cath lab was down. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found a problem with the image disk. Then the image disk was replaced and returned the system to use in good working order. Philips has continue to investigation of the complaint.